Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of failure code 38 was confirmed during device evaluation. The cause was due to force sensing resistors (fsrs) in tubeload detection circuitry being out of specifications. The fsrs were replaced to resolve the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump presented the alarm f-38. It is unknown when this event occurred. There was no patient involved, no medical injury or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.